Event description:
It was reported that balloon rupture occurred. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured at 8 atmospheres. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
B3 - date of event: date of event was approximated to 09/01/2024 as the exact event date was not reported.